Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in tubing/chamber also alleged pneumonia. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pneumonia, difficulty breathing/short of breath and visualization of black particles in tubing/chamber related to a CPAP device's sound abatement foam. The patient has alleged pneumonia, difficulty breathing/short of breath and visualization of black particles in tubing/chamber. The reported events of pneumonia, difficulty breathing/short of breath and visualization of black particles in tubing/chamber and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed at related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging the patient also having difficulty breathing/short of breath.the medical intervention was not specified. Section g3,h2, h6 are updated in this report.